Event description:
It was reported that a pump was alarming for a system error 105. Any pt involvement, injury or medical intervention is unk. The event occurred after the first clinical use.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The unit was rec'd inoperable due to "error code 105" confirming the reported symptom. The error was caused by a failed motor. As a result, the motor assembly will be replaced.